Manufacturer narrative:
Zoll medical corp has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a female pt the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Please note that the device was connected to a pt that had a pulse. The device indications for use instructs users to apply product to pts who are pulseless. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.